Event description:
Customer reports that sensor ripped out of him abruptly. Customer states he had about fifteen threshold suspend. Customer also reports that electrode was not as bent as they normally are. No troubleshooting performed as issue was solved. Customer was advised that sensor would be replaced as a courtesy. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.